Manufacturer narrative:
(B)(6).

Event description:
The customer experienced an issue with missing "sample c" flags for several sample from two cobas 8000 core units. Refer to the medwatch with (B)(6) for the other cobas 8000 core unit. The specific number of samples affected was unknown. The customer stated some of the samples are flagged correctly, but some of the samples are not flagged at all despite the results being too low or zero. Of the data provided for three patient samples, only the results for one sample tested on this analyzer was discrepant. The initial c-reactive protein (crp) result was 0.5 mg/l and the repeat result was 267.8 mg/l. The erroneous result was reported outside the laboratory to the clinicians and had to be recalled. The patient was not adversely affected. The reagent lot number and expiration date was requested but was not provided. The customer created a rule in the cobas it middleware to hold all test results with the flag "sample. C" to be repeated. The analyzer log files provided did not include information from the dates the issue occurred. Based on the information provided, a specific root cause could not be determined.